Manufacturer narrative:
The case involved an oncological patient with nonunion and loosening of the plate after two years. Examination of production records of the involved implant indicated it was manufactured according to specification. The implant was not available to the company; thus, its physical examination was not possible. Examination of x-rays taken after the incident, suggest plate shaft' distal end loosened from one screw. According to the literature, complications following treatment with distal femur plates, including nonunion and implant failure are not infrequent. Studies demonstrate nonunion rates of up to 20% and loosening rate of about 2% (1). The risk of such incidents increases in the case of pathological fractures. (1) hoffmann mf et al., clinical outcomes of locked plating of distal femoral fractures in a retrospective cohort. J orthop surg res. 2013; 8: 43.

Event description:
A distal femur plate was implanted (in italy) to treat a pathological fracture (a pf nail and bone graft were also implanted in the same bone). About two years later, x-rays revealed nonunion with disconnection of plate shaft' distal end from one screw. A revision surgery was performed in which the plate was removed and replaced with a medial plate.